Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented for their implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. No intervention was made. The patient was in stable condition.

Event description:
New information notes that programming changes were made to the device.